Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing a remote transmission, the patient was found with 908 counts of ventricular noise reversion episodes. The device was correctly identifying the noise and appeared to be acting appropriately. No intervention has been performed. The patient was stable and would be monitored.

Event description:
Additional information received noted the patient presented remotely via merlin.net. Upon investigation, noise was seen on the right ventricular lead. Since the initial report, programming changes were made to adjust the lead's sensitivity. No change has been made yet to address the new noise issue. The patient was stable.